Event description:
It was reported that pump battery did not last as long as it used to. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up, technical support could not obtain additional details, and no further action was taken beyond documenting concern.